Event description:
It was reported that during a low anterior resection procedure, the device was used for the rectum. The staples of the anus side were not deployed and the outside of the staple line of the mouth side were only formed. The doctor claimed that the staples on the three lines seemed not to be present originally. The operation was changed into single stapling technique. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.